Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The patient¿s current blood glucose was 90 mg/dl and the sensor glucose was 55 mg/dl at the time of the incident. The patient¿s current blood glucose was 73 mg/dl and the sensor glucose was 57 mg/dl. Calibration not accepted was also reported. Insulin delivery was suspended due to sensor glucose values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The device is expected to be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications. Also, found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened or used. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.